Manufacturer narrative:
Upon inspection, the baxter technician found the emergency stop is damaged and control box needed to be replaced. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. The baxter technician replaced the complete control box to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if a report of an emergency function inoperative were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report that viking m had emergency function inoperative. There was no patient/user injury, medical intervention, symptom, or adverse event reported.